Manufacturer narrative:
B3 date of event is estimated. The unit was returned for evaluation on 27-feb-2026. The unit received a reported issue of a power port damaged. Upon inspection, the complaint was confirmed. The motherboard was found to be burnt (j20), likely due to an overcurrent or low voltage event. The power input was also damaged, showing signs of wear and tear on the gold pads. Additionally, the muffler was filled with dust, which caused a blockage at the feed port. The fan was dislodged, likely resulting from a high impact event, the top housing and the uip were replaced due to cosmetic damage.

Event description:
It was reported that the unit started acting up following a routine column replacement. While troubleshooting, the unit shut down and would not turn back on. As a result, the patient could not breathe. A replacement unit was sent to the patient. The inogen team attempted to contact the patient for further information three times with no response.